Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information had been requested. Should it become available a supplemental report will be submitted.

Event description:
The spiderfx filter was not brought fully into glide catheter due to resistance. The physician decided to remove spiderfx, but it caught the edge of the 7fr sheath and detached. The spiderfx was removed with a 10mm neck snare and a new spiderfx was deployed with no further issues.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the spider fx fractured core of the capture wire was received for evaluation without the catheter or any ancillary devices or cine images from the procedure. The core wire fracture was within the uncoated, tapered section of the capture wire. The section distal to the fracture was received for evaluation but had been placed in a separate bio-hazard bag. The fracture faces exhibited material deformation indicating a severe kink at the fracture site.